Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: on examination, the battery compartment was noted to be cracked at the opening. Unrelated to the original complaint, the audio bolus button was found to be intact without damage, however, had intermittent response.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).